Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in pt. Device issue: guide wire separation. It was reported that the guide wire separated during the procedure and a part of guide wire remains in the pt's coronary artery. No pt effects have been reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. IFU states: do not push, auger, withdraw or torque a guide wire that meets resistance... Failure to do, so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Without the return of the wire, a thorough analysis could not be performed, and a definite cause of the separation could not be determined. The tip of the guide wire reportedly being left in the body can be result of the separation, and is a known risk based on the risk assessment of the product.